Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke cap12 percutaneous lead implant site. Antibiotics were administered to resolve the reported event.

Manufacturer narrative:
Second lead information: brand name: evoke cap12 percutaneous lead kit - 60cm. Model: 102878. Catalog: 3008. Lot/batch number: 9018090593. UDI: (B)(4).